Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2023. The patient reported that she had 3 events of severe hypoglycemia that required third party assisted treatment due to the severity of the symptoms. The patient did not report specific details about all the events but stated that all 3 events were caused by the incorrect cgm readings. It is not known how much time after sensor insertion the event happened, or which insertion was used. Besides the information that the patient required third party assistance for a severe hypoglycemic event, no details regarding treatment or any other information were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.